Event description:
Patient transferred to intensive care unit bed in operating room and placed on vent and monitor. Difficult to observe chest rise due to patient's body habitus but confirmed with auscultation. About 30 seconds prior to leaving, vent alarmed for "peep" (positive end expiratory pressure) issues. Vent was being checked and look over when 2nd alarm went off, "low pressure". Prepared to return to anesthesia vent but delayed because that circuit was stripped: when 3rd alarm went off (disconnect). Anesthesiologist began to manually ventilate via anesthesia machine and instructed resident to bolus pressors as patient had worsening hemodynamics. Maps still in 40s, so CPR initiated to circulate medication and patients hemodynamics improved. Manufacturer response for transport ventilator, z vent (per site reporter): this was a newly manufactured device with upgraded software. Company confirmed malfunction at start up. Internal debris and valve issues. Further testing being done.